Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporting facility reported an event where the "cable" -(1104hm) -was broken when it was removed from the package and the doctor was not ever able to obtain a wave form. Product issue was found before use- no pt involvement. (B)(4).